Manufacturer narrative:
DHR review: a review of the device history record showed the device had a manufacture date of 24jul2006. The review was performed from the date of manufacture to the present date 07jul2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an error 9010, these error are for orders being sent to the patient but fail to program the pump. There was patient involvement but no harm/impact to the patient.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24jul2006. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
It was reported that the device had an error 9010, these error are for orders being sent to the patient but fail to program the pump. There was patient involvement but no harm/impact to the patient.